Manufacturer narrative:
Concomitant medical devices: product ID: 3889-33, lot#: va0v2xd, implanted: (B)(6) 2015, product type: lead . (B)(4).

Event description:
The health care professional reported that the system was removed due to infection. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. Follow up is being conducted to obtain information about the onset of the infection and the diagnostics done related to the infection. If additional information is received, a follow up report will be sent.